Event description:
In (B)(6) 2011 I had the essure procedure. Never in my wildest dreams would I have ever thought I would regret my decision to do so. Since placement I had suffered from extremely heavy periods along with constant stomach aches. I am a young woman, (B)(6), with can not imagine dealing with this the rest of my life. This procedure is not what I had ever imagined and would never recommend it to anyone ever.